Manufacturer narrative:
Patient information n/a. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged two sets of the 3m¿ ranger¿ high flow warming set (model 24355) leaked at the connection prior to the drip chamber. No patient or staff injury was alleged. No further details were provided.